Event description:
It was reported that during the training of a new surgeon, the connector module (cm) melted at the connection to the test laser. It was noted that the monteris representative did not click in the laser fiber twice, and that after firing for a few minutes, it was realized what happened. The backup cm was swapped to complete the training. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the connector module was visually examined and the failure mode was confirmed. This is an "old" design of the connector module, where this is a known failure mode due to the probe fiber not being fully inserted into the connector module causing laser energy to melt the e2k mating adapter.